Event description:
It was reported that the septum was found unglued from 2 bd q-syte¿ luer access split-septum stand-alone devices before use. The following information was provided by the initial reporter, translated from (B)(6): "according to the customer's report, the hcp found that the septum was separated from the q-syte before use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum was found unglued from 2 bd q-syte¿ luer access split-septum stand-alone devices before use. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the hcp found that the septum was separated from the q-syte before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-22. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received four photographs which displayed three q-syte deivces, of which 2 are used and without packaging and 1 unused unit is with the dust cap intact and within a sealed package. Observation of the photos reveals that the two used q-syte are with the top disk pushed in. The packaging identifies the product from lot number 1061166. Three q-syte units were received which display similarities to that seen in the photographs. Through the visual evaluation of the devices, units 1 and 2 are with the top disk pushed into the top body. Unit 1 displayed the septum top disk pushed into the top body (polycarbonate). There are minimal traces of residual material and adhesive present at the top disk and rim of top body which confirms an inadequate bond at time of manufacture. Based on the evidence of insufficient adhesive the most probable root cause is manufacturing process related. Unit 2 has a large circular tear and impression at the top disk. The top disk has one area where it is still attached to the top disk and the remainder has traces of residual material and adhesive present at the top disk and rim of top body which confirms an adequate bond at time of manufacture. A definite source that contributed to the septum top body tears and septum pushed in is not established. This types of damage are normally attributed to incorrect usage or excessive actuations and extraneous force and cannot be determined with certainty. Unit 3 displayed no abnormalities or damage. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h10.